Event description:
Reporter indicated the vns patient was hospitalized for three days due to an episode of status. It was reported that the patient's device had been programmed to rapid cycling and that parameter adjustments were made during the patient's hospital stay. The patient's device is reportedly no longer set to rapid cycling parameters. Treating neurologist is planning to perform a 24-hour eeg and a pet scan and it was reported that the patient may also need a MRI to check tumor growth. Further follow-up revealed that the patient's device had been programmed to rapid cycling parameters (activating approximately every 12 seconds) just prior to the status episode. Treating neurologist reportedly believes that the rapid cycling may have been cause of the status episode. Treating neurologist indicated that the patient was seen in the hospital emergency room at which time device parameters were reduced and the patient was sent home an hour later.